Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. There was no patient involvement.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. There was 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
2 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. 2 devices that were pending were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 2.